Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had a hmll pump exchange for suspected pump thrombus. Patient was exchanged to hm3. The pump is to be returned to abbott for expedited analysis. No additional information was reported.

Manufacturer narrative:
This record/report is a duplicate to MFR # 2916596-2018-04941.